Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced. The patient was fine during and after the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.